Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.

Manufacturer narrative:
Evaluations results: the complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. This is a final report.

Event description:
It was reported that a pt underwent an unk gynecological/obstetrical procedure on an unk date and suture was used. During the procedure, the tip of the needle broke off and they could not find it. It is possible that it is left in the patient. There are no intentions of further medical intervention. There were no adverse patient consequences reported.

Event description:
A customer reported getting an error-3 message upon sample application on their freestyle freedom lite blood glucose meter and as a result of being unable to test, experienced hypoglycemic episode with loss of consciousness. The paramedics were called and treated customer with glucagon, sugar and soft drink. The customer was further transported to a local hospital where he was reportedly diagnosed with hyperglycemia and given food to counteract the event. It should be noted that diagnosis is inconsistent with the treatment provided. There was no report of death or permanent impairment associated with this medical event.